Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was inserted into the patient on (B)(6), and 10mls of water was injected. There was no pre-inflation and lubricant was used (optilude pre-lubricating jelly). On (B)(6) at 1500 hours, the catheter was found to have slipped out when the nurses were changing the patient's diapers. The catheter was intact but there was a slit observed in the balloon portion of the catheter. The patient's diaper was noted to be dry and no bleeding was observed. A new catheter was inserted with 10mls of sterile water injected in. The patient was comfortable and had no complaint of pain.

Event description:
It was reported that the catheter was inserted into the patient on september 8th, and 10mls of water was injected. There was no pre-inflation and lubricant was used (optilude pre-lubricating jelly). On september 20th at 1500 hours, the catheter was found to have slipped out when the nurses were changing the patient's diapers. The catheter was intact but there was a slit observed in the balloon portion of the catheter. The patient's diaper was noted to be dry and no bleeding was observed. A new catheter was inserted with 10mls of sterile water injected in. The patient was comfortable and had no complaint of pain.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."